Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In logs, the 32097 error was found indicating maxis error on the universal surgical manipulator (usm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling low fiber assemblies. Once testing was completed, the clock-spring, parallelogram, and rolling loop fiber assemblies were applied behavioral analysis tested and were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the clock-spring, parallelogram, and rolling loop fiber assemblies were found to be the root cause of the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The proximal setup joint (suj) was installed on a golden system in normal mode where it performed as expected. The unit was then installed on a patient fixture test platform (pftp) where it failed fiber power tests. The suj was installed with a golden fiber, applied behavioral analysis tested and verified it to be the source of the fault. As a result of these findings, failure analysis concluded that the fiber optic cable was found to be the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had multiple non-recoverable faults on arm 1 and would like service to correct issue. The case was continued and arm 1 was moved out of the way. There were no errors on arm at the time of the call as it was not being used at this time. No troubleshooting was done at this time. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.